Manufacturer narrative:
E1:patient city: amasya. Patient country: turkey. Name medtronic minimed. Street 18000 devonshire street . City northridge. State ca . Zip code91325 . Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.

Event description:
Event occurred in turkey. It was reported that the patient faced infusion set site leakage event on 19 apr 2026, causing hyperglycemia treated by correction dose from pump.